Event description:
On (B)(6) 2012, customer reported an unspecified leak in the hydropneumatics drawer of the dxc 600 pro instrument. Approximately 5 ml of fluid leaked and was contained in the drawer under the waste exit canisters. Customer also stated that they encountered autoloader errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and identified a leaking valve/regulator on the cap piercer. Fse removed and replaced the pressure regulator and this resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).